Event description:
N/a.

Manufacturer narrative:
In order to fix the issue, the field service engineer (fse) replaced the top lcd (0160-00-0127). The fse then performed a full pm. The unit passed all functional tests and was then returned to clinical use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(4) 22 jan 2024. The failure analysis and testing dept. Received with a reported unit failure of a vertical defect running through the screen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the display in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Powered on and the display had a vertical line running down the right side. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a defect running through top lcd screen. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.